Manufacturer narrative:
Concomitant medical products: product ID 8637-20, serial# (B)(4), implanted: (B)(6) 2014, product type: pump. (B)(4).

Event description:
Information received from a consumer patient receiving morphine via an implanted pump. Indication for use was noted as spinal pain it was reported that the patient's pump had malfunctioned, it was "not working." The patient stated that it had not dispensed any morphine since the last refill in (B)(6) of 2015. The patient had surgery planned for 2016-01-26, to have it replaced. Additional information received from a healthcare provider that the pump had flipped, there was no device issue. There was no reported symptoms per the hcp. It was reported that refill was attempted, then they took the patient to fluoroscopy to confirm that the pump was flipped. A surgical intervention was planned. A kinked catheter was discovered after they opened the pocket surgically on (B)(6) 2016. The cause of the kink was noted as "pump had probably flipped a number of times." The hcp reported that the catheter was completely removed because it was "kinked" and every time they tried to straighten it, it would "re-kink."